Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error icon was displayed on the receiver. No additional event or patient information is available. No product or data was not available for evaluation. Confirmation of the error icon and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A charge and boot test was performed and failed. The reported event of an error icon display could not be determined. A probable cause could not be determined.